Event description:
The consumer via the manufacturer representative reported their stimulation had stopped and their battery had died. The patient's implantable neurostimulator (ins) was explanted and replaced. It was stated the patient's status at the time of the report was alive-no injury. The patient was implanted for spinal pain.

Manufacturer narrative:
No longer applies to this report. Analysis of the returned ins (serial # (B)(4)) found that the ins battery reached normal end of life and that telemetry and output were okay. Parameters were taken from the initial review during check-in. The longevity estimate using these parameters was 5.37 months to elective replacement indicator (eri) and 8.37 months to end of service (eos). According to the trace report the ins reached eri in 7.67 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.